Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lot history record review was completed 3 months prior from the alert date because the lot # and the occurrence date were unk; there was no non conformance reports, which could have contributed to this complaint.

Event description:
In 2009, maquet's sale representative was alerted by the hospital staffs that two vasoview tips were broken and products had to be retrieved from pts. Product was discarded." The following month, maquet received additional info: "the hospital reported that during an endoscopic vein harvesting procedure, the dissection tip came off where it was glued to the body of the cone. This occurred while the device was inside the leg near the ankle. The harvester extended the original incision and retrieved the piece. A replacement dissection tip was used to complete the procedure. No pt complications was reported by the hospital. This occurred two months prior, and the exact date of procedure was not known. This report is for case 1.